Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s cgm was reading low mg/dl and the patient felt dehydrated, thirsty and had increased urination. He tested his bg meter reading which was 566 mg/dl. The patient was wearing an omnipod insulin pump. The patient¿s mother drove him to the emergency room (ER), where his bg meter reading was still 566 mg/dl and the cgm was still reading low mg/dl. The patient was treated with an IV saline drip and insulin via his omnipod insulin pump and then discharged approximately three hours later. The patient was ¿doing fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.